Manufacturer narrative:
Device evaluation- the lens was returned dry in a microcentrifuge vial. Visual inspection found lens haptic bent and residue on lens surface. Corrected data: explanted date corrected from "(B)(6) 2019" to "(B)(6) 2019" for initial MDR. Claim# (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo_12.1 implantable collamer lens, -15.5/+5.5/090 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2019 the lens was exchanged with a longer lens due to lens rotation. The problem is resolved.